Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device delivered inappropriate shocks on three separate occasions. The inappropriate therapy resulted from oversensing of ow amplitude measurements which had disabled smart pass. It was noted that one of the inappropriate shocks accelerated the patient's rhythm to ventricular fibrillation (vf). On this occasion, the second shock converted the rhythm. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.